Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk. Insulin pump received with minor scratches on display window, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump had damages around the battery lock and around the motor end. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.